Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of connector anomaly was not confirmed in the laboratory. The vtip and vring septa and setscrews were not returned with the device, so the cause of the reported field event could not be determined. Lab set screws were used during testing and leads were able to be secured properly. The lead bores were measured and found to be within specifications.

Event description:
It was reported that during a normal eri change out the lead got stuck in the header. The lead finally came out with use of silicone oil. There were no adverse consequences and the patient was well after the event.